Event description:
While using a dream station 2, I was awakened 4 times coughing and there was a smell of overheated electronics or ozone in my mask. I noticed this start over a month ago and last night was the worst incident. There are no obvious external changes to the device like melting plastic. I do think the humidifier has not been working well. No tests.